Event description:
It was reported that the patient is deceased, that the patient had presented to the emergency room and had received therapy from device. Resuscitation efforts were attempted and at the end of the code the cardiologist questioned why the pacemaker was not working. Additional information received from the manufacturer's representative noted that the patient had presented to the emergency room in a ventricular tachycardia storm and that all therapies were appropriate. It was further reported that rhythm strips from the emergency room noted intermittent pacing spikes without capture. However, the electrophysiologist believed the issue to be due to the patient's acidotic state.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.